Event description:
The report received indicated that during a cardiovascular procedure, the shaft of the balloon catheter kinked then on removal of balloon catheter, the cardiologist attempted to straighten out shaft, which resulted in the shaft snapping. The re was no report of injury to the pt.

Manufacturer narrative:
The product is available for eval; however, as of to date, it has not been returned. Add'l info will be submitted within 30 days upon receipt.